Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system. Customer pressed the esc button and the device does countdown and he cannot prime the device. Customer's blood glucose was 405 mg/dl, treated with manual injection. Troubleshooting was performed and customer reported the drive support cap was loose. The device wasn't dropped or bumped prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to confirm a33 alarms or perform prime test due to motor error alarms. The insulin pump passed displacement test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.